Event description:
A 34 yr old white female g3p3 status post bilateral subglandular inframammary surgitek bilumens ( right 200:120; left 200:50) for augmentation 9-3-82. Had closed capsulotomy in 1984 & 1988. Mammogram 1-13-93, positive right rupture. Arthralgias/myalgias, paresthesias, fatigue, headaches, neurocognitive problems, rashes, sicca and irritable bowel syndrome. Otherwise healthy.